Event description:
The manufacturer received information alleging a ventilator failed service testing. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an issue related to the exhalation porting block was observed. The device's exhalation porting block was replaced to address the issue.